Event description:
Pt reported that the suspect device "feels like a marshmallow." Pt indicated that the device appears to have melted, and feels "spongy." Pt stated that the device had not been stored near a heat source. No injury was reported. A request was made for the return of the suspect product and replacement product was shipped.